Manufacturer narrative:
The customer reported problem was unknown. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unknown/not provided. Mechanism assy- noisy. Soft fault- other- specify in comments. (B)(4) this module was recently checked in by a bd team (brand new).when inventorying asset onsite, I noticed the motor activity which one usually hears upon opening the door latch occured while the door was closed. Would like to ensure proper op.